Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a device. A visual inspection of the returned photo noted no abnormalities can be seen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a robotic laparoscopic gastroplasty, while the device was being applied on the stomach, the device locked on the tissue. The surgeon pushed the device up to release the tissue. There was no patient injury.